Event description:
According to the service report, a cracked oxygen (o2) sensor was found during service. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and replaced the o2 sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4). Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting info may have been provided to pbpb840 customers concerning the operational life of the oxygen sensor in a labeling addendum for the pbpb840. The pb840 operator's manual states the sensor has a nominal life of one yr from the date of manufacture while a pbpb840 addendum incorrectly stated to replace the sensor every two (2) yrs. The nominal life of the o2 sensor is 1 yr from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on (B)(6) 2013.